Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43(an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the alarm but was unable to complete the rewind process. The customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self test. However, pump error 43 alarmed during rewind test and was found in the formatted history file on (B)(6) 2025 01:03:54.000 due to a corroded motor home switch. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and motor assembly noted. The pump was received with minor scratches on lcd window and scratched case. Motor drive error (43) was found in history file on (B)(6) 2025 01:03:54.000. In summary, customer alleged pump error 43 confirmed. The pump uploaded to care link pro without any errors and generated reports. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.